Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) has an autofill failure there was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the pneu m 1/16 luer connector and blood back detect tubing. Run the machine for few hours, found working okay. The fse handed over equipment to customer in good working condition.

Event description:
N/a.